Event description:
Use of plasmablade tna device (specifically adenoid tip) resulted in a burn to the patient¿s soft palate. Extend of burn and patient information is currently unknown.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4) testing performed: complaint device: device: plasmablade tna ¿ adenoid tip only product code (sku): ps300-002 serial / lot number: # 0006845344 expiration date: 2016/09 quantity returned: complaint device, plus three additional unopened devices the hospital had from the same lot. Visual inspection: manner in which the device was shipped: large corrugated box received with insufficient packaging to fill the negative space. Device was shipped in wrapped in a large white garbage bag. The device¿s open tray, lid and three additional devices in unopened trays were also within the box. All lot numbers matched and they corresponded with that documented in gch. Device visual inspection: adenoid tip appears used as evidenced by blood and tissue noted on the shaft, inside the finger grip; around the plastic housing and melting of the plastic housing that encases the wire electrode, figure 2. An example of a new clean adenoid tip is included for reference. Functional inspection: unable to perform functional testing since the device tip was fully melted. Lhr review: a review of the lhr for lot # 0006845344 revealed that there were no problems during manufacturing that can be associated with the reported complaint. Investigation conclusion: the reported complaint that the ¿burned the patient¿s soft palate¿ would be directly related to the melted adenoid tip, thus the complaint is confirmed to be out of specification based upon the visual inspection during the complaint investigation. Without proper use, IFU ¿ plasmablade tna ¿ lbl-00125 rev. C, it is known that this type of failure can occur. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. This issue has been seen before and situational analysis 13-90-0014 was carried out to evaluate this failure. As a result of this situational analysis a CAPA was initiated ((B)(4)). This CAPA is currently in the rca investigation phase and will be used to drive corrective and preventative actions to mitigate the risk of this failure in the future. In addition to this CAPA, this complaint will continue to be monitored through gch. IFU: plasmablade tna: lbl-00125 rev. C ¿ reference points instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to use inspect the peak plasmablade for any defect. Do not use if insulation or connectors are damaged. Before surgery: connect suction to the suction connector on the handpiece. Inspect the tip for damage. If the tip is damaged, do not use it. Using the adenoid tip: the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage during surgery: eschar buildup on the tip can be removed manually with gloved fingers or gauze pads. (B)(4).

Event description:
Initial reported that a plasmablade tna handpiece housing melted and the electrode wire broke but upon additional information gathering the following information obtained: during a tonsilectomy and adenoidectomy case it was noted that a small flash flame occured burning the patient's soft palate and melting the device tip. The part of the patient's soft palate that was burned was removed during the procedure therefore no medical or surgical intervention was required. The oxygen was set at 1l air/1l oxygen, 60% fio2. A different device was utilized in conjunction with the same generator to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.